Event description:
It was reported that during use of implantable cardiac monitor a patient alert did not come through on the date of episode detection. Data evaluation indicated the transmission of data appeared to transmit on the first feasible opportunity. The icm remains use, and no patient complications have been reported as a result of this event.